Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. Data analysis: the failure mode described was not reproduced during testing. Additionally, following the investigation. During the case start on (B)(6) 2025, the ac power was shown to be connected, as no alarms were displayed. However, after two hours of pump operation, the "ac power disconnected alarm" (event 109) was triggered and could not be cleared until the console was shut down. The lt log indicates that the batteries were actively charging until the occurrence of event 109. Device analysis: the console was returned for further investigation. Upon inspecting the aic, an exposed live (black) wire was discovered inside the ac cord plug. Further examination of the plug revealed that the wire was loose, and upon opening the plug, the wire completely came off. It appears that the wire covering or outer sheath was improperly cut, as per the vendor wiring instructions, as well as the internal black wire being shorter than the green and white wires. Clamp marks are visible on the internal wires as well, which likely contributed to the wire becoming loose and detaching from the plug. See shortwire.png, shortwire2.png, and wiring instruction interpower.pdf. Additionally, the batteries were checked, and no charging issues were found. The console was also tested with a known good pump and purge cassette, and no issues were observed. Root cause: the reported complaint about the console not being able to charge even connected to the wall outlets was due to the loose live wire (black wire) inside the ac cord plug.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an automated impella controller (aic) had issues transitioning over to the wall outlet as a power source when plugged in. The aic continued to run on battery power and the battery drained when plugged into the wall outlet. The console was removed from service and another aic was used for patient support. No patient harm was noted.